Event description:
Complainant alleged that the staff of the ICU department was attempting to defibrillate a female pt (age unknown) at 360 joules, but they heard a loud popping sound and the device screen displayed an "error 44" message. The staff was able to obtain another device to treat the pt. The pt subsequently expired, but the complainant indicated that there was no indication that the pt outcome was a result of the reported malfunction.